Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous brachial vein. A 7.0 x 40, 75cm mustang catheter balloon was selected and advanced to treat the target lesion but the balloon ruptured at 15 atms during first inflation. The physician proceeded to remove the device from the patient and upon inspection it was noted that the middle portion of the balloon was torn longitudinally. The procedure was completed with another of same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous brachial vein. A 7.0 x 40, 75cm mustang¿ catheter balloon was selected and advanced to treat the target lesion but the balloon ruptured at 15 atms during first inflation. The physician proceeded to remove the device from the patient and upon inspection it was noted that the middle portion of the balloon was torn longitudinally. The procedure was completed with another of same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device identified a longitudinal tear along the main body of the balloon. A microscopic examination of the proximal and distal markerband identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous brachial vein. A 7.0 x 40, 75cm mustang¿ catheter balloon was selected and advanced to treat the target lesion but the balloon ruptured at 15 atms during first inflation. The physician proceeded to remove the device from the patient and upon inspection it was noted that the middle portion of the balloon was torn longitudinally. The procedure was completed with another of same device. No patient complications were reported and the patient's condition is good.